Manufacturer narrative:
Findings: pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error noted during testing. Pump error alarm found in the pump history due to software error. Unit was received with minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed software error detection three times. The patient's blood glucose at the time of incident was 20.0 mmol/l. The alarms occurred during basal delivery. The customer attempted to program the bolus wizard but the software error detection recurred and the insulin pump turned off. The insulin pump was not returned for analysis.